Event description:
It was reported that during a laparoscopic cholecystectomy, it was found that the tissue pad was deformed when the device was pull out from the patient. The tissue pad was peeled away when a nurse wiped the device with gauze. Another device was used to complete the case. There were no adverse consequences to the patient. The device was activated properly at the beginning of use. No device will be returning.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Complaint stated that the tissue pad was deformed when the device was pulled out from the patient. The device was not returned and therefore, it could not be examined. A set of pictures were attached to the complaint. The pictures show a tissue pad melted, and completely detached from the device. The tissue pad was deformed and had a hole in the mid section of the component. There was no picture of the actual device. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Both conditions may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. Cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use.